Event description:
Received a call from (B)(6) hospital to notify us that the cutting edge ratchet handle had failed a sterilization test. The cutting edge ratchet handle (21071000) was tested in two methods, one with a large probe inserted into the handle opening while it was in the cutting edge bone screw instruments tray and another with a small-diameter wire probe inserted into the handle opening while the handle was wrapped separately. In both instances, the inside of the handle did not reach the prescribed 134c. In the second scenario, the inside of the handle did reach 123c and remained there for a sustained 5.5 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. List of other reported lot codes: lot # bp1l02, manufacture date: unk; lot # bpva08, manufacture date: 02/11/2002; lot # bpya02, manufacture date: 02/11/2004.